Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue. The device had evidence of physical damage. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues.